Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing to end therapy, this problem occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that one of his supply bags was disconnected and the fluid drained out on to the floor. The hp stated that he reconnected the bag and continued with therapy. The tsr had the hp end therapy and advised the hp to call the nurse in the morning. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cassette separated from the bag while the patient was sleeping. The sample was discarded and a companion sample was available and requested. Therapy had been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the label review found the labeling adequate for the use error in this complaint. The problem was confirmed to be use error and the cause was undetermined.